Manufacturer narrative:
On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally corrective and preventive measures will be implemented, as appropriate, and the replaced o-rings and stop discs have been requested back from the customer site. (B)(4).

Event description:
On 24-jul-2019, a field service engineer (fse) checked a (B)(6) customer's cobas 8800 system, and it was reported that there were traces of liquid droplets between the processing module head a, front side heating station and the separation station. The fse noted he was not aware of when the droplets were generated and they appeared to have been wiped. On 29-jul-2019, the tightness check was performed and failed on processing module head a, rear. The o-rings and stop discs were replaced. Within the provided data, p07p flags, which are indicative of a volume error during supernatant removal, were observed from runs performed in april & may 2019, prior to the fse visit and 29-jul-2019 tightness check failure. There was no indication of erroneous results, and no harm or injury was reported.